Event description:
It was reported that the patient believed her previous ins was defective because it only lasted 2 years. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3 889-28, lot# v536681, implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that malfunction was likely due to lead migration from weight shifting that was drastic.